Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was found that one of the haptic was broken. The surgeon had placed the sutures because of the issue. No further information is available.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic was broken in the distal area. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The company model is only qualified for use in the company cartridges. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).